Manufacturer narrative:
The device had the cannula assembly partially deployed. The data indicates that the pod was deactivated after first prime, despite the cannula being fully deployed and the slide retract being partially deployed. The release bar confirmed that it was not yet lifted and the needle mechanism was not yet intended to fire. Manual rotation of the ratchet gear deployed the pod fully. Inspection of the needle mechanism found the excess material to the slide retract. The needle mechanism was reset and found to deploy properly. The excess material could result in the observed needle mechanism failure. However, as this failure did not duplicate during the investigation, it could not be conclusively determined as the cause of the reported event. The exposed portion of the soft cannula was observed to have a tear. Fluid was observed exiting the tear. It could not be determined if the exposed needle contributed to the observed tear in the cannula. The exact timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an issue during pod activation. At the final step, the cannula was already out and appeared twist. The pink slide did not advance, and the cannula did not insert into the skin. After removing the pod, the cannula was visible and confirmed to be twisted. No impact to the patient's blood glucose levels was reported.